Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Device discarded by facility.

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire had fractured off requiring surgical intervention. The physician used a 2.0 classic crown for an intervention in the sfa/cfa. When the treatment was completed, the physician removed the oad and the viperwire. At this time he noted that the tip of the viperwire had fractured off and remained in the patient's body. The patient was taken to surgery for further intervention. The facility discarded both the oad and the viperwire. Three written requests for additional information have been made of the physician, but no response has been received.